Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 2.50mm x 12mm promus element plus stent was advanced to the lesion; however, the shaft of the stent delivery system was broken. The device was removed completely and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was received in two sections as a result of a break in the hypotube. The break was located at 42.3cm distal to the strain relief. Both sections of the hypotube shaft were kinked. No issues were noted with the profile of the crimped stent balloon and tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).